Event description:
The customer reported receiving a reading of 400mg/dl on their adc meter that was higher than they felt. The customer was given their normal insulin regimen of 5 units of lantus and 2 units of humalog at an unknown facility. The customer experienced sweatiness and reportedly lost consciousness and was unresponsive. The customer further reported their fiance injected them with a glucagon shot then took her to the hospital. It was also reported that the paramedics were called and transported the customer to the hospital. The customer was diagnosed with severe hypoglycemia and treated the with IV glucose. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, a reading of 401 mg/dl was found in the meter's internal memory log taken on (B)(4)-2013 and two "lo" readings were found taken on (B)(4)-2013. Note: a blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter. All pertinent information available to abbott diabetes care has been submitted. Multiple attempts have been made to obtain additional information.